Event description:
It was reported there was "hair in the inner package" of the foley catheter. The device was not used on a patient.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional patient/event details have been requested. Should additional info become available, a f/u report will be submitted. (B)(4).